Manufacturer narrative:
(B)(4). Photographic and video analysis: one photo and one video were provided; the picture shows tissue with several staples on it. Three malformed staples can be seen. The video shows tissue manipulation. Several malformed staples can be seen on the tissue. Based on the malformed staples observed on the video and photo, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during the surgery, after fired, noted some staples malformed as attached video and photo shows. Confirmed with the surgeon that this device was not used on thick tissue, which normally used with white or blue reload is ok. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.